Event description:
It was reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump has minor scratched display window and cracked reservoir tube lip.